Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device had evidence of dust/dirt contamination. The device's flow sensor assembly was replaced to address the issue.